Event description:
The account stated, the siderail is hanging down from the bed.

Manufacturer narrative:
The technician found the d-pin on the intermediate siderail was disconnected from the support arm. The technician reconnected the d-pin and reinstalled the e-clip retainers to repair the bed.